Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient¿s ipg was end of life, unknown if this occurred prematurely and the leads had migrated and confirmed via x-rays. As such, surgical intervention was undertaken on (B)(6) 2025, wherein both the leads were repositioned by bringing back to their original position and ipg was replaced. Therapy was restored following the procedure.